Manufacturer narrative:
This report is filed (B)(6) 2015. - (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant resulting in exposure of the receiver/stimulator unit. Subsequently the device was explanted on (B)(6) 2015.